Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope and presented to the emergency department. The patient also had inappropriate therapy due to an episode of ventricular tachycardia (vt) during ongoing atrial tachycardia (at)/atrial fibrillation (af). The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No further patient complications have been reported as a result of this event.